Event description:
It was reported that there was a simple poly exchange on the knee bearing. Tibial series 700 baselplate used.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown tibial insert. Additional information has been requested and if received will be provided in a supplemental report.

Manufacturer narrative:
An event regarding revision involving an unknown scorpio insert was reported. The event was not confirmed. Device evaluation not performed because the device was not returned for identification or evaluation. Medical evaluation not performed because insufficient clinical information was provided for review. Device history review could not be performed because the device was not properly identified. Complaint history review could not be performed because the device was not properly identified. The exact cause of the event could not be determined because of the limited information provided.

Event description:
It was reported that there was a simple poly exchange on the knee bearing. Tibial series 700 basel plate used.